Event description:
Nursing home employee was transporting the enduser in a van while the user was seated in an invacare wheelchair. The arm of the wheelchair reportedly broke and the end user fell out of the wheelchair.

Manufacturer narrative:
(B)(4) 2015. Should additional information become available, a supplemental record will be filed.